Manufacturer narrative:
Concomitant medical devices: 4092-58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that there was an atrial lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.